Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received 1 drainage bag with an inlet tube, sample port connector, catheter and tubes. The drainage lumen in the catheter was flushed and no obstruction or slow flow was evidenced. The drain bag was filled up with water, no obstruction or slow flow was noticed, water flowed freely. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had foley catheter placed during day shift due to increase in bleeding and inability to void postpartum. Upon shift change, foley catheter was draining appropriately. When this nurse returned in morning, night shift nurse, reported feeling patient's uterus deviated to the right, checking urine output, noticed there was no output in the foley bag, assessed and adjusted the tubing. Night shift nurse stated that urine then started to collect in foley bag and was able to drain 1100ml out at that time. Upon morning assessment, a couple of hours after night shift nurse emptied foley, this nurse noticed there was no urine output in the bag. This nurse adjusted the tubing, no kinks or dependent loops noted, was able to get 600ml of urine to drain. Fundus firm and midline. This nurse attempted to empty bladder fully before removing foley, per previously written order.

Event description:
It was reported that patient had foley catheter placed during day shift due to increase in bleeding and inability to void postpartum. Upon shift change, foley catheter was draining appropriately. When this nurse returned in am, night shift nurse, reported feeling patient's uterus deviated to the right, checking urine output, noticed there was no output in the foley bag, assessed and adjusted the tubing. Night shift nurse stated that urine then started to collect in foley bag and was able to drain 1100ml out at that time. Upon am assessment, a couple of hours after night shift nurse emptied foley, this nurse noticed there was no urine output in the bag. This nurse adjusted the tubing, no kinks or dependent loops noted, was able to get 600ml of urine to drain. Fundus firm and midline. This nurse attempted to empty bladder fully before removing foley, per previously written order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.